Event description:
It was reported the patient presented with vt storm and numerous appropriate shocks. However, oversensing, v pacing impedance > 3000 ohms, high capture threshold, and sensing decrease were reported. The lead was replaced. No patient complications have been reported as a result of this event. Apparent conductor fracture was further reported. The lead was capped.

Manufacturer narrative:
It was reported the patient presented with vt storm and numerous appropriate shocks. However, oversensing, v pacing impedance > 3000 ohms, high capture threshold, and sensing decrease were reported. The lead was replaced. No patient complications have been reported as a result of this event. Apparent conductor fracture was further reported. The lead was capped. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, sensitivity, high threshold.